Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided.

Event description:
It was reported that abutment screw (iunihg) fractured within the implant. Screw removal kit was ordered to remove the fractured screw piece. Implant remains implanted.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was returned for investigation attached to the abutment and a crown. Visual evaluation of the as returned product identified a fracture across the threads. A 4mm certain implant was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The location and length of the device usage is unknown. X-ray images were provided by the customer. The x-ray image shows the screw fractured in the implant. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation and risk file review, the probable causes determined from the investigation are torque applied during placement/seating exceeds recommended value, incorrectly engages abutment screw into implant (cross-threaded) causing thread damage and patient factors due to parafunctional habits and occlusal loading over the implantation period.

Event description:
No further event information available at the time of this report.